Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the insulin pump had failed battery test alarm. The blood glucose was 367 mg/dl at the time of the incident. The customer also stated that, the insulin pump had blank display screen and unexpected battery start alarm and both were resolved by troubleshooting. Customer stated that she got a failed battery test, started about 4 days ago right before going to doctor on tuesday. Customer declined high blood glucose troubleshooting and was going to go to the emergency room to supplies is pregnant. The customer treated high blood glucose with the manual injection. The device will be returned for analysis.